Event description:
It was reported that the procedure was to treat a moderately calcified mid right coronary artery (mrca). The unspecified xience stent delivery system (sds) was advanced without issue; however the physician wanted to wipe down the unspecified guide wire. During removal the sds met resistance with the sheath and the proximal shaft separated. The separated portion was simply withdrawn and a new xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequently, from the initial being filed it was confirmed that a 2.75x28mm xience skypoint stent delivery system was the device used in the procedure that separated. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: additional information. D4: all of d4 section has been updated. E1: first name, last name and title updated. E3: occupation updated from " non-healthcare professional" to "physician".

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The unique device identifier (UDI) is unknown because the part number and lot number were not provided.

Event description:
It was reported that the procedure was to treat a moderately calcified mid right coronary artery (mrca). The unspecified xience stent delivery system (sds) was advanced without issue; however the physician wanted to wipe down the unspecified guide wire. During removal the sds met resistance with the sheath and the proximal shaft separated. The separated portion was simply withdrawn and a new xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.